Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter was reading inaccurately high. The patient reported obtaining high results on the subject meter for the last month. She stated that when her blood glucose were higher than normal, she would take extra insulin. On an unknown date/time, the patient obtained results of 161 mg/dl, and 253 mg/dl and when she took an additional insulin dosage 1 hour after eating breakfast, she experienced symptoms of being dizzy and sweaty. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is reported because the patient alleged that she took an increased dose of her insulin after obtaining the high readings and experienced symptoms of hypoglycemia. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.